Event description:
Alliance registry. It was reported that restenosis occurred. On (B)(6) 2023, the 75% stenosed lesion was located in a severely calcified proximal and distal right coronary artery (rca). The proximal rca lesion was treated with a 4.00 mm x 20.00 mm agent dcb and the distal lesion was treated similarly with a 4.00 mm x 20.00 mm agent dcb. On (B)(6) 2024, six month follow up, coronary angiogram (cag) was performed. The patient had no complaints of chest symptoms during regular hospital visits from the postoperative period until admission for cag. It revealed 50% stenosis in the proximal rca and 90% stenosis in the distal rca. Ad hoc percutaneous coronary intervention (pci) was performed with a rotablator device to revascularize the target lesions. However, discharge from the hospital was delayed due to the development of a hematoma at the puncture site after the procedure, requiring two units of blood transfusion.

Event description:
It was reported that restenosis occurred. On (B)(6), 2023, the 75% stenosed lesion was located in a severely calcified proximal and distal right coronary artery (rca). The proximal rca lesion was treated with a 4.00 mm x 20.00 mm agent dcb and the distal lesion was treated similarly with a 4.00 mm x 20.00 mm agent dcb. On (B)(6) 2024, six month follow up, coronary angiogram (cag) was performed. The patient had no complaints of chest symptoms during regular hospital visits from the postoperative period until admission for cag. It revealed 50% stenosis in the proximal rca and 90% stenosis in the distal rca. Ad hoc percutaneous coronary intervention (pci) was performed with a rotablator device to revascularize the target lesions. However, discharge from the hospital was delayed due to the development of a hematoma at the puncture site after the procedure, requiring two units of blood transfusion.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition. Chest pain and restenosis can be attributed to the patient condition. Hematoma is listed within the instructions for use as a known potential outcome of the procedure.